Event description:
Litigation papers allege patient began to experience and continues to experience adverse symptoms including, but not limited to, moderately elevated metal ion levels, pain in and around her left hip joint, and emotional distress.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.